Event description:
A patient had low blood pressure, chest pain, and was uncomfortable during a treatment on a system 1000 hemodialysis device. It was also reported that the blood in the dialyzer turned black. The device gave the following alarms during the treatment: "hi transmembrane pressure", "conductivity", "air detected", "blood leak" and "flow in bypass". The patient was transferred to another machine and reportedly has fully recovered. No other information is known as the user facility does not want to disclose any further information.